Manufacturer narrative:
D4 - the UDI number for this product code is not required. The actual device, consisting of a progreat catheter and inner guidewire as well as a foreign substance was returned to the manufacturing facility for evaluation. Visual and magnifying inspections found no obvious anomalies. The lumen was inspected at the distal end and at the hub. No deformity was found. X-ray fluoroscopically inspection revealed that the coil located inside the strain relief had become irregular. The inside and outside diameters were measured at the distal end of the device and confirmed to meet manufacturing specifications. Visual and magnifying inspections of the guidewire found that the outer layer had been sheared off the surface on the segment approximately 845mm - 875mm from the distal end of the device. The shearing was noted to have been generated in the distal direction. The outside diameter was measured and confirmed to meet manufacturing specification. Visual and magnifying inspections of the foreign substance found it was black in color and in the string like shape. The substance was straightened, measured and found to be approximately 30mm in the total length. The foreign substance was ft-ir analyzed and found to be very similar to that of the outer layer of the inner guide wire of this product. Simulation testing was conducted. A retention sample from the involved product code was prepared. The inner guidewire was withdrawn from the catheter in the insufficiently primed state. High resistance was felt during withdrawal. X-ray and magnifying inspections of the test sample after withdrawal revealed that the coil located inside the strain relief had become irregular with the outer layer of the inner guidewire having been sheared off the surface in the distal direction. The state of damage which was very similar to that observed on the actual sample was duplicate. A review of the device history record and shipping inspection record of the involved product/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined, based on the available information it is likely that the actual inner guidewire was pulled out of the actual catheter sample in the state of having been insufficiently primed. This caused the coil of the actual catheter sample to become irregular on the portion located inside the strain relief and the outer layer of the actual inner guide wire to shear off the surface of the inner guidewire. The device labeling does address the potential for such an event in the instruction for use (IFU) with the statement such as the following: "prime the catheter and guide wire sufficiently. Manipulation of an insufficiently primed catheter may cause wrinkling, separation of the catheter, and/or abrasion of the hydrophilic coating on the guide wire." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported separation of the urethane layer of the progreat device prior to the device being used. Follow up communication with the user facility confirmed the following information: when trying to pass the guide through the microcatheter progreat it became stuck: it was necessary to force the passage; when purging the microcatheter, material came out from inside; and there was no patient involvement.